Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer had button error on the insulin pump. The customer's blood glucose level was 140 mg/dl. The customer states that she is getting a button error on insulin pump adn it won't let her esc and act to clear it. The customer was advised that the insulin pump need to be replaced. The customer advised was to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.